Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2011-00721. Related to MFR report #2183959-2011-00723. A monarc sling was implanted in 2005 for incontinence. Also, in 2009 an ams anterior mesh was placed for a "significant degree of prolapse." It was reported that in (B)(6) 2010, a pad was required because of discharge, including blood, present since the 2009 surgery. This caused distress. Her physician suggested an examination under general anesthesia. A "small amount of tape had eroded which he fixed." In 2011, she was referred to another doctor who did additional surgery to remove infected mesh, reported as, "septic." She received a course of bactrim and was hospitalized for 7-8 days because of infection. She also reported dyspareunia and incontinence present since 2005 was ongoing. Because the infected mesh was not entirely removed, follow-up with her physician is every three months.